Event description:
User reported unit sparked. Our investigation found a small cut in the cord near the switch that may have caused the spark.

Manufacturer narrative:
User reported unit sparked. Our investigation found a small cut in the cord near the switch that may have caused the spark. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue. This particular pad showed signs of use outside the instructions as the pad was folded and bunched with the cord bent significantly.